Event description:
Pt admitted for ptca of mid-segment of lad. A taxus stent was inserted over the "intv" wire. After stent deployed lad perforated without tamponde. No harm to pt. Stent removed. Lab staff visually saw this happened, did not feel it was user error, though uncertain how this could have happened. Felt it should be reported to see if others had similar issue/circumstance.